Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported seeing informational por come on their recharger today when they went to charge their implant. Pt said they also noticed they were unable to turn their stimulation on. Patient services (pss) had pt sync with their patient programmer. Pss directed pt on how to clear por message. Pt was able to clear the por message and turn their stimulation back on. The troubleshooting steps that were taken on the call resolved the issue. Pt mentioned on the call that they go to radiation and wondering if that caused the por message. Pss reviewed the information with the pt. No symptoms were reported.